Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3845 (due: (B)(6) 2022). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type, osteoporosis. The reported device was located on tooth # 20 (universal) and was used for approximately 15 years, and 4 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU (B)(4) rev 9-10/19; adverse effects; page 1-4. Information identified: other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to be failing should be treated or removed as soon as possible. If removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an atraumatic extraction. Due to the metal conductivity, electrosurgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. DHR review: DHR review was completed for the subject lot number (0511915). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (0511915) for similar events and no other complaint was identified. Review completed utilizing keywords: medical pain / bone loss post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported events (medical pain / bone loss) or product (tsvb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the evaluation, device malfunction did not occur and the reported medical events were non-verifiable following inspection.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that patient presented with pain in implant area. Patient has a history of osteoporosis and was recently diagnosed with trigeminal neuralgia but claimed it did not interfere with the implant, will remove if it persisted. Pain persisted and patient came in (B)(6) 2021 for emergency appointment for pain in area. No further injury to patient.

Manufacturer narrative:
Supplemental report provided as the device manufacturing date reported was incorrect. Section corrected: h4: device manufacturing date. Section updated: b4: date of this report. G3: date error was found on the manufacturing date. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.